Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2018-00768, MFR#0001822565-2018-00770. Concomitant medical products - trabecular metal reverse glenosphere pnunk lnunk, trabecular metal reverse poly liner pnunk lnunk. Foreign report source- (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history cannot be determined due to insufficient information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on unknown date. Subsequently, the patient has been indicated for a revision on an unknown date due to unknown reasons. No further information has been provided.